Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A doctor reported a patient that had high intraocular pressure (iop) that was hard to control following an intraocular lens (iol) implant procedure. The patient suffered a capsular bag rupture and therefore a back up lens was implanted into the sulcus. The surgeon is concerned with the thickness of the haptic in the sulcus that could possibly be contributing to the elevated intraocular pressure. The lens remains implanted. The patient had glaucoma prior to the procedure.